Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grip tips opened and closed properly. The instrument passed the grip test and passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional, and no product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found inhouse testing confirmed full instrument functionality, with all recognition, engagement, grip operation, range of motion, energy delivery, and electrical continuity tests successfully passed. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument was not responding to surgeon command. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The surgeon movements scaled appropriately to the fenestrated bipolar forceps. The fenestrated bipolar forceps timing was appropriate. The fenestrated bipolar forceps did not move in the intended direction, since it moved opposite to the intended direction. The issue was persistent. The issue was resolved by using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.